Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became nonresponsive with an unusable screen and altered display lighting, after which the user transitioned to multiple daily injections; the device had been synced prior to shutdown and a replacement was arranged. Symptoms included no injury and no reported adverse clinical effects. Outcomes included interruption of usual pump therapy and the need for backup insulin administration. Investigation included customer interview, product history review, and planning for device evaluation upon return. Investigation of this case revealed that the screen was nonfunctional while the device had delivered basal insulin prior to failure, with the cause of damage described as unknown. It was concluded that the device experienced a hardware malfunction of the display interface leading to loss of user interface functionality, with no patient harm reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.